Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through the model had a head frame that was not removed before registration. The trace pattern collected points on both the nose and forehead, but a few points went onto the patient's right cheek. Yellow sphere encompasses the sinus anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Logs provided no stealtharchive. Unable to assess registration data. Logs confirm the use of both trace only and frame orientation. Several attempts with registration accuracy under 2mm. Analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There were no issue found with the device and it passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that while using the software, the healthcare professional registered the patient and received a 1.9 registration metric. The surgeon moved forward to navigate, but once they were close to the skull-base the system was showing the surgeon in the brain. The inaccuracy was around 3mm. The straight suction was brought out and tested on the bridge of the nose and seemed accurate. The representative recommended the surgeon attempt to re-register, but they then had difficulty getting the system to fill up the minimum coverage bar. The points were showing collecting on the back of the head. The rep had the surgeon try registrations with both frame initialization turned on and off. When the frame was turned on the points initially came back but anything under the brow was showing under the skin. They were unable to move it on the model because it was grayed out, even after attempting to restart tracer. After being unable to pass a new registration, the surgeon decided to go back and use the first one and account for the inaccuracy. It was also stated that it took longer than normal on their initial registration to get the coverage bar to fill. There was a delay of less than 1 hour. There was no impact on the patient outcome.